Event description:
Boston scientific crm received information that this atrial lead dislodge two times with no capture. The lead was initially repositioned after the first dislodgement, then dislodged again overnight. The physician elected to explant and replaced the lead. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation of the lead confirmed it was returned with the helix extended and physically appeared to be intact. No further testing was performed.